Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16294. It was reported the patient¿s extensions were protruding and were painful at site of connection. In turn, surgical intervention was undertaken wherein the extensions were explanted and leads were reconnected to the ipg. This addressed the issue.